Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected for use to treat the lesion. During unpacking, the stent was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was ok. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along almost its entire length. The crimped stent at the distal end was found to be slightly expanded as a result of the stent moving distally out over the distal balloon cone. The proximal portion of the crimped stent was found to have damaged, bunched and overlapping stent struts. The product stent protector and product mandrel were not returned with the complaint device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on exposed proximal portion of the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected for use to treat the lesion. During unpacking, the stent was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was ok. This product is only ous approved but is similar to an approved u.s. Device.